Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Upon visual inspection no physical damage was observed; however the drive shaft was exhibiting binding and resistance. This observation was not related to the reported event. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on the reported event. A load characterization check was performed and identified a defective load cell. After replacement of the load cell, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed (user advisory (ua) 7 error message upon power up. User tried to troubleshooting but was unable to clear the ua 7 error message. No patient involvement.